Manufacturer narrative:
(B)(4).

Event description:
(B)(4) received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on an undisclosed date and mersilene was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.